Manufacturer narrative:
There is no reported complaint as this device was returned for asset inspection. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the discovered damages was traced to user - the adverse event caused partially or wholly by the user of the device including sample handling. Due to maintenance problem identified - a device malfunction or problem that occurs after production because the device was not properly maintained according to the instructions (e.g. Maintenance may be performed by user facility, distributor, or service provider). Date of event is unknown, additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a chipped adhesive in the objective lens. There was no patient involvement.